Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that myelogram was performed and showed that the catheter was non-functional. The catheter was noted to be bunched in the lower spin. The healthcare provider attempted to perform a dye study but it was unsuccessful it was reported that nothing had been done to correct the issue. It was reported that the pump was alarming hourly. No further complications have been reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump did not function, but it was still in the patient. The patient hoped they would be able to remove it, but was waiting on the doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.